Manufacturer narrative:
(B)(4): information was not provided by the contact. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload. After completing the firing sequence the staple line and the cut line were not complete. The instrument was disassembled to verify the condition of the internal components and the drive bar was noted to be incorrectly assembled on the device. The driver bar assemble belongs to an ec45a. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure only half cut line and b-formed staple line deployed after the first firing with ecr60d. Changed to another ecr60d but still had the same issue. Changed to a new device and reload to complete the procedure. No adverse event on the patient. No patient consequences reported.